Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. The new aus functioned as designed following the procedure.